Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7-3.5 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.

Manufacturer narrative:
Relevant retention test strips (lot 334498) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2019, the laboratory result was 2.2 inr and the meter result was 1.5 inr. On (B)(6) 2019, the laboratory result was 2.31 inr and the meter result was 1.6 inr. The customer's therapeutic range is 2 - 3 inr.